Event description:
The customer states that one pt sample generated an initial axsym toxo igm assay index result of 0.0 (negative). The sample was retested and generated an index result of 1.295 (positive). The sample was tested a third time and generated an index result of 0.083 (negative). No pt information is available. There is no impact to pt management reported. Several troubleshooting procedures attempted by the customer did not resolve the issue. A service call was initiated. Field service replaced the sample syringe and probe due to leaks. An meia lamp check passed. Field service cleaned and greased the carousel, matrix, and transfer arms and pumps. Robotics, optics and matrix cells were calibrated. Both sample and processing probe tubings and processing syringe were replaced. Both sample and processing probes were calibrated. Field service then performed reproductibility testing by running ten toxo-g negative samples and ten toxo-g positive samples. The study verified the results to be within values established within the package insert for reproductibility studies. The negative samples had a %cv of 0. The positive samples had a %cv of 5.4 (assay package insert for a within run %cv on a positive control has a minimum %cv of 7.1) and an sd of 0.9 (assay package insert for a within run sd on a positive control has a minimum sd of 1.347).